Event description:
Per the info provided to co by the physician's office, the device was removed due to a "malfunction." As reported to co, only the assembly kit was removed and replaced, leaving the rest of the device in place.